Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Device testing producing abnormal results may have been related to data acquisition errors. The recipient is reportedly experiencing the same symptoms with the reimplanted device. The external visual inspection revealed the electrode was sliced near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires near the electrode ground ring. This is believed to have occurred during revision surgery. System lock was verified the electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Event description:
The recipient was reportedly experiencing sound quality issues and dizziness. Programming adjustments were made and the recipient experienced facial nerve stimulation (fns) adn nystagmus. Device testing revealed that the device is not functioning within specifications. Revision surgery is under consideration.